Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to be sent to our bm laboratory melsungen, germany for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): over infusion pump was programmed for 3 hour infusion, but delivered all in 50 minutes.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history log files of the received sample were read and analyzed. There we assessed that the end user set a wrong vtbi parameter. The flow rate value was set instead of the vtbi value. Thereupon the sample was subjected to a visual and functional examination. The device was clean and showed age-based marks of use.. A long-term test was performed, but no abnormalities were found. Inside, the sample showed no abnormalities. The reported malfunction was caused by wrong settings by the end user.